Event description:
The customer contacted stryker to report that their device failed to deliver a shock to a patient and unexpectedly powered off. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issues.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock to a patient and unexpectedly powered off. There were no reports of any adverse effects to the patient as a result of the reported issue.